Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver on behalf of the customer reported an alarm issue with the adc device. Since the customer did not receive low/high glucose alarms, they experienced sweating, confusion and a loss of consciousness. The customer was treated by a healthcare professional with toast and "insulin" for the diagnosis of hypoglycemia. The customer was treated with insulin and toast by a healthcare professional. There was no report of death or permanent injury associated with this event.